Manufacturer narrative:
Device history record: no anomalies that could be associated with the complaint incident was observed. The cusa handpiece was returned for evaluation. The reported complaint was confirmed. Root cause was due to handpiece overtorquing. Incorrect assembly and disassembly of the handpiece by the customer using the torque wrench resulting in torque wrench misaligning the dot on the handpiece and the handpiece connector.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the excel 36khz straight handpiece (prod ID c2602) had a test amplitude that would not reach 100%. It is unknown if there was patient involvement, or if the device failure led to patient injury, or surgical delay.